Event description:
The manufacturer received information alleging a simply-go mini ac adaptor had ignited or sparked. The ac adaptor had evidence of thermal damage exposing wires. There was no report of patient harm or injury. The investigation is still ongoing. A follow up report will be submitted when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer previously reported a simplygo mini ac adaptor had allegedly ignited or sparked. The ac adaptor had evidence of thermal damage exposing wires. There was no report of patient harm or injury. The power supply and power cord was returned to the manufacturer's quality product investigation laboratory for further investigation. The manufacturer visually inspected the return parts. The manufacturer found 2 exposed 19.0vdc conductors from overstressed connector. The manufacturer also found several markings consistent with the power cord being pinched or continuously being forced against a hard surface. There was no report of thermal damage to the power supply or power cord. The power supply was applied power and the manufacturer confirmed the power supply provieded 19.0 vdc. When the conductors were manipulated side to side, an intermittent short to ground occurred. Power supply and power cord need to be replaced to address the issue. Product labeling states'"periodically inspect electrical cords, cables, and the power supply for damage or signs of wear. Discontinue use and replace if damaged."